Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that two sedline sensors did not work during the first surgery. The l1 [electrode icon] were constantly blue and others [electrode icon] were yellow and a few were green. The customer tried using different sedline sensors and the results were the same. During a second surgery, the l1 [electrode icon] was blue in the beginning and the other [electrode icons] were green. Suddenly, after the surgeon used electrocautery, the l1 turned green and the sedline sensor began to function. However, after a few minutes it stopped, then it worked after the surgeon used electrocautery again. It seems like the sensors with this lot number is the problem as all sensor l1 [electrode icon] were blue. No known impact or consequence to patient.